Event description:
Gloves come out of the box, torn, melted, defected with holes and are very thin. They do not offer the right amount of protection for nurses against blood or biological medications.

Event description:
Gloves come out of the box, torn, melted, defected with holes and are very thin. They do not offer the right amount of protection for nurses against blood or biological medications.